Event description:
During the transfemoral tavr for a 23 mm sapien 3 valve, an annular rupture occurred. The calcification on the non-coronary cusp (ncc) was mild to moderate; calcification on the right coronary cusp (rcc) and left coronary cusp (lcc) was mild. After the valve was implanted with 2 ml less than nominal volume, post-dilation was executed to resolve the active paravalvular leak (pvl). Post-dilation was executed with nominal volume. After the post-dilation, hypotension was noted. The heart rate was decreasing, and a trans-thoracic echocardiogram (tte) revealed the pericardial effusion. While cardiac massage and pericardial paracentesis were executed, percutaneous cardiopulmonary support (pcps) was implemented. As the pericardial paracentesis was not working well, the chest was partially opened. As the amount of bleeding was increasing, a thoracotomy was executed. The bleeding point was at the ncc area and was determined as difficult. The procedure was converted to aortic root replacement. The valve was explanted, and a surgical valve was implanted. During this surgery, the right coronary artery was damaged, and CABG was executed. Also, there was tissue damage caused by surgery and there was a tear in the right ventricle, it was repaired. After about an hour, it was decided that the bleeding was uncontrollable, and the procedure was closed. The patient was sent to ICU and passed away on the same day.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. Per the instructions for use (IFU), annular rupture is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication that a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient factors (gender, age) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.